Manufacturer narrative:
(B)(4): visually confirmed set screws are broken at the base of the connector hex head. Optical examination noted internal thread damage below fracture surface. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, and shear lines on the fracture surface. The external threads damaged at two places approximately 180 degrees apart, consistent with explantation. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, and shear lines are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior cervical fusion at c3-c7. It was reported that during final tightening of the mas crosslink lock screw the top half of the lock screw sheared off. The bottom portion was removed and a new lock screw was implanted. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).